Event description:
Allegedly pt. Was revised for failure of tha. High activity level. Reason for failure is lack of "bony ingrowth" of the cup which caused the cup to "spin out".

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01808, 01810.